Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. Customer changed out the infusion set and cartridge, delivered a bolus, and administered a manual insulin injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Customer reverted to an alternate method of insulin therapy. Multiple follow up attempts were performed to obtain additional information, however, customer did not respond.